Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl, cause was unknown. Low bg was addressed with a nasal glucose spray. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.